Event description:
Error 22.

Event description:
Error 22. Device history record was reviewed, no event linked to the reported issue was observed. Several error 22 were found during the device log was review which confirms the reported event. The device was received in lake zurich and its investigation was performed by our local technical team. Several functional tests were carried out and all performed successfully. The reported event could not be reproduced. However as several error 22 were found in the log, and as per technical service manual, recommended repair actions were to replace clamp opto switch. Note: during ocs test, the clamp motor was found abnormally noisy, so it was replaced as a measure of precaution. The clamp opto switch and the ocs motor kit were sent to brézins for further investigation. After a visual check the spare part was mounted in our volumat test device. Functional tests were carried out and performed as expected, no technical alarm was triggered. The reported event could not be reproduced. The root cause is most likely due to another spare part and it can only be analyzed with the associated device.